Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image displayed during testing due to a faulty printed circuit board. Additionally, the front panel switch was not functioning and an e310 error code was present due to two separated failing printed circuit boards. There was dust found inside the unit. A wire was noted deformed, and corrosion was present on the retaining bracket, receptable capacitor, and the top cover. All the aforementioned items will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center was providing a noisy/flickering image during preparation for a diagnostic ugi procedure. Reportedly, due to the imaging issue, the physician cancelled the procedure and requested that the patient pursue another hospital to perform the case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit boards could not be identified. Olympus will continue to monitor field performance for this device.